Event description:
It was reported that the pump's alarm sound was not annunciating resulting in diabetic ketoacidosis. Reportedly, the customer was hospitalized; details and nature of event were not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.